Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune fb tibial impactor tip broke into two pieces during impaction of the tibial implant. It was being used as indicated. Case proceeded without delay. No ae to patient.

Manufacturer narrative:
The complaint states procedure- attune total knee replacement. Attune fb tibial impactor tip broke into two pieces during impaction of the tibial implant. It was being used as indicated. Case proceeded without delay. No ae to patient. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.